Event description:
It was reported patient had a right total hip revision for a peri-prosthetic fracture. Dall-miles cable snapped while it was being tightened with the tensioners. As per rep. The stem and the cup were not stryker devices.

Manufacturer narrative:
An event regarding crack/fracture involving a d/m one-sided cable tensioner was reported. The event was confirmed. Conclusions: the reported event involves revision due to a periprosthetic fracture. During this revision the dall miles cable that was being used snapped while being tightened with the tensioner. The broken cable was returned, confirming the event. The tensioner, however, was not returned and therefore the device's performance cannot be confirmed as contributing to the event. The material analysis report performed on the broken cable indicates it broke in overload condition. The surgical protocol provides clear instructions on proper usage of the tensioner and guidance as to the maximum torque allowance of the device. Use error can be attributed to cable breakage due to over-tensioning.

Event description:
It was reported patient had a right total hip revision for a peri-prosthetic fracture. Dall-miles cable snapped while it was being tightened with the tensioners. As per rep. The stem and the cup were not stryker devices.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.